Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with posterior leaflet prolapse. Imaging was challenging throughout the procedure. One clip delivery system (cds) was advanced, and the clip was successfully implanted. A second cds was advanced when it was noted that the first clip had detached from the posterior leaflet (single leaflet device attachment (slda)). Two clips were successfully deployed to stabilize the slda clip reducing the final mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to a combination of challenging patient anatomy and procedural condition. The reported poor image resolution appears to be related to patient anatomy. The unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.